Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos and videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port catheter placement procedure using MRI powerport isp. On (B)(6) 2025, sixteen days post procedure, the patient developed a complete tubing fracture and migrated to inferior vena cava. Additionally, extravasation and pain were noted.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. However, a photo and video was provided for review. The investigation of the reported event is currently underway. D4 (medical device lot #, medical device expiration date), g3, h4, h6 (catheter, method) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port catheter placement procedure using MRI powerport isp. On (B)(6) 2025, sixteen days post procedure, the patient developed a complete tubing fracture and migrated to inferior vena cava. Additionally, extravasation and pain were noted.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, one photo and one image video were provided for review. The photo shows a blood stained single lumen port catheter in which a complete fracture and material separation were noted on the catheter. The image video depicts removal to the fractured portion of catheter via a right femoral access. Therefore, the investigation is confirmed for the reported fracture, material separation, fluid leak, extravasation and migration. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port catheter placement procedure using MRI powerport isp. On (B)(6) 2025, sixteen days post procedure, the patient developed a complete tubing fracture and migrated to inferior vena cava. Additionally, extravasation and pain were noted. Current status of patient is unknown.